Event description:
On (B)(6) 2024, an eye care professional (ecp) reported a patient (pt) was diagnosed with a peripheral ulcer in the right eye (od) on (B)(6) 2024 while wearing the acuvue® oasys max 1-day brand contact lens (cl). The pt was prescribed amniotic membrane, ciprofloxacin 1 drop every hour, then every 2 to 3 hours, then tapered down until the ulcer is decreased and resolved. The corneal ulcer is located on the nasal periphery at 3 o¿clock. The ecp advised that the treatment is ongoing, and the pt has a follow-up appointment today, (B)(6) 2024. The ecp advised the pt was showering with the lenses and that the treatment is expected to be 2 weeks in duration. On (B)(6) 2024, a representative at the ecp¿s office advised that the peripheral od corneal ulcer was infectious. On (B)(6) 2024, a representative at the ecp¿s office advised the pt was seen on (B)(6) 2024. The ecp did a one-time treatment with amniotic membrane and the pt was doing better. The pt has another ecp visit pending, no date available for the return visit. On (B)(6) 2025, a representative at the ecp¿s office advised the pt was seen on (B)(6) 2025 and is doing better. The pt was prescribed prednisone eye drops, 1 drop, once daily for 7 days. The pt has an additional appointment next week to ensure all symptoms have resolved. No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4347490109 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.